Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the adverse events of air embolism in this incident cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report air embolism during use of the mitraclip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ the clip delivery system was advanced to the mitral valve and grasping was performed without issue. When deploying the clip, air bubbles accumulated in the ventricle. The clip was deployed, reducing mr to 2. The cds was removed and the air bubbles were aspirated out of the ventricle. There was no adverse patient sequela. No additional information was provided.